Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was reported.

Manufacturer narrative:
Further information (explant date) has been requested but is unavailable. The device was explanted due to normal elective replacement indicator. An additional report will only be submitted if evaluation indicates the device did not function as intended. Device was explanted due to normal eri.

Event description:
Additional information received identified the device was explanted due to normal elective replacement inidcator and this event will not be followed as the procedure is related to normal device function.